Event description:
The customer reported low suction with her freestyle breast pump, and that she had mastitis.

Manufacturer narrative:
A replacement breast pump was sent to the customer. Attempts to contact the customer are unsuccessful and are incomplete. As of the date of this report, the original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.